Manufacturer narrative:
Insulin pump has intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a button error. The blood glucose reading was 229 mg/dl. The patient did not recall any significant events that led to the alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.